Event description:
During embolization procedure, a matrix coil did not deploy in the microcatheter. This coil was retrieved by the physician. The following coil went in easily but then the physician felt resistance. The physician attempted to remove the coil and it stretched with a snare. The physician immobilized the coil fragment with a stent. The patient tolerated the procedure well. The patient's initial right and left cerebral bleeds/treatment is making gradual progressive recovery.